Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) female with medical history including angina, family history of coronary artery disease, peripheral artery disease, hyperlipidemia, hypertension, lvef (normal), pvd/claudication and allergy to IV contrast. The indication for the index procedure was angina and an 80% stenosis in the lpl. One cypher stent was successfully implanted with post-dilation. The site reported 0% residual stenosis, no dissection and timi 3 flow. Post procedure, the ckmb and troponin levels were elevated above the baseline results. The core lab reported no new major st - t abnormalities and no q-waves. The patient was discharged the following day on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15104698 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records and excursions were issued for this lot. Pre-sterile lot 15104701 was also reviewed and it was observed that (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Event description:
The patient was enrolled in (B)(6) study with unstable angina pectoris. The patient had a lesion in the proximal left posterolateral artery that was 15mm in length, de novo and type b1 with 80% stenosis. The patient had a 2.5x18mm cypher stent implanted at 20atm. The stent was post-dilated. The day after the procedure the patient had elevated enzymes. This event was adjudicated by the (B)(6) to be a peri-proceudre myocardial infarction.